Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 344 mg/dl at the time of the incident. The customer stated that the alarm occurred during the rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.